Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 2017865-2021-20127, related manufacturer report number: 2017865-2021-20128, related manufacturer report number: 2017865-2021-20130. It was reported that the patient experienced a system infection. There was growth noted on the leads. The system was explanted. The patient was recovering.